Manufacturer narrative:
(B)(4) combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. As this revision was required as the result of a peri-prosthetic fracture when the patient fell off their chair, no further investigation is required and thus this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared / trinity revision after 2 weeks due to peri-prosthetic fracture. It was reported that the patient fell off their chair and subsequently suffered the fracture.